Manufacturer narrative:
D9: (B)(6) 2023 one device was received for evaluation. Visual inspection found the device to be in good condition. A review of the device¿s event history log found a record of a "backup audible alarm post error¿. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable backup buzzer on the main board was the root cause. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system failure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.